Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("cramping") in an adult female patient who had essure inserted for birth control. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced abdominal pain lower (seriousness criteria medically important and intervention required), menstruation irregular ("irregular periods"), alopecia ("hair loss"), tooth fracture ("broken teeth"), dyspareunia ("pain during sex") and genital haemorrhage ("heavy bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy - removed everything except ovaries). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, alopecia, dyspareunia, genital haemorrhage, menstruation irregular, tooth fracture and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of abdominal pain lower ("cramping"). In an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later, she experienced abdominal pain lower (seriousness criteria medically important and intervention required), menstruation irregular ("irregular periods"), alopecia ("hair loss"), tooth fracture ("broken teeth"), dyspareunia ("pain during sex") and genital haemorrhage ("heavy bleeding"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, removed everything except ovaries). At the time of the report, the outcomes for these events were unknown. The reporter considered, abdominal pain lower, alopecia, dyspareunia, genital haemorrhage, menstruation irregular, tooth fracture and weight increased to be related to essure administration. Quality safety evaluation of ptc: for essure: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above, includes data received on: 08-jul-2022, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted, any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.